Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
After intraocular lens (iol) implantation, the consumer (patient) reported that there was severe difficulty with vision. Patient experienced halos, starbursts, glare, blurry vision, targets around lights, severe problems with light sensitivity, severe problems with focusing on distance, distorted vision, imbalance and sparkling on edge of eye. The patient couldn't see at night due to halos and was no longer able to drive at night. The patient had second opinion and was recommended replacement with monofocal lens. Additional information was requested, but no further information is available. There are two medical device reports associated with this patient. This report is associated with the right eye.

Event description:
Additional information was received that iol a lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens. Patient issues were resolved and there was no patient harm reported.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).